Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and a vela suprarenal aortic extension on (B)(6) 2018. No endoleak was observed during the initial follow-up period. Subsequent, annual follow-up with non-contrast computed tomography (CT) scan was performed. In 2025, approximately seven (7) years post initial procedure, a trend of aneurysm diameter enlargement was noted during diagnostic imaging. A retrospective review of the images from that time revealed a decrease in overlap at the junction between the afx2 bifurcated stent graft and the vela suprarenal, along with findings suggestive of a type 3a endoleak. A routine follow-up CT scan on (B)(6) 2026, revealed that the junction had separated and it was confirmed that the aneurysm diameter had rapidly expanded from the initial 40 mm to over 60 mm. Since the patient is relatively young and in good general condition, the physician is currently considering reintervention options, including open surgical conversion (vascular graft replacement) or additional endovascular treatment.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies were received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.